Event description:
It was reported that after a meal the user¿s blood glucose rose to 200 mg/dl despite a meal announcement on the ilet system, then returned to 150 mg/dl; the cause of the transient hyperglycemia was unclear and no device component issue was identified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information to determine a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.